Event description:
It was reported that pump screen was broken and remained black. No information was available regarding the impact on the customer's blood glucose level. Pump was expected to be returned by the customer for evaluation and a replacement pump was provided.